Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high"; although specific value was not provided. Possible cause was due to an unspecified error occurring. Customer changed supplies to resolve the issue.